Event description:
A hospital pharmacist intern reported that during a vitrectomy procedure, the infusion line detached from the cannula entry system and as a result, the patient presented with a choroid detachment during the procedure and subsequently experienced a retinal detachment. The case was converted from gas to silicone to repair the detached retina. The patient was diagnosed with postoperative intraocular hypertonia. The patient was hospitalized for two days. Additional information has been requested.

Manufacturer narrative:
Root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).